Event description:
The pt was implanted with a siltex becker expander/mammary prosthesis on 11/24/1992. Subsequently, the pt experienced a rupture of the device and a seroma. The device was removed on 12/11/1997.